Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons was sticking. The insulin pump received no delivery alarm and rejected new batteries. The railing on back of insulin pump was chipped off due to which belt clip did not stay but insulin pump was working perfectly fine. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.